Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster stent referenced is filed under a separate medwatch report.

Event description:
It was reported that the patient presented emergently. Angiography was performed and noted minimal flow to the circumflex artery (cx). Balloon angioplasty was performed using an unspecified dilatation catheter and a balloon rupture occurred, which was thought to be due to calcification, resulting in a perforation. The first 2.8 x 16 mm graftmaster was implanted, but it did not seal the perforation. Additional balloon inflations were performed, but extravasation was still noted. It was thought that the calcification in the vessel had possibly caused a tear in the graftmaster covering. A second graftmaster stent was implanted inside the first, but extravasation was still noted. Additional inflations, approximately 3 to 4, using the stent delivery system balloon were performed, but extravasation was noted. An additional 30-minute inflation was performed and angiography noted no remaining extravasation. Due to the patients poor presenting condition, the physician felt the prolonged inflation time was appropriate and there was no adverse patient sequela from the prolonged inflation. No additional information was provided regarding this device issue.